Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and occlusion alarm event. Blood glucose level was 828 mg/dl at the time of the event. Patient got treated with insulin via intravenous (IV) and fluids of saline and insulin. Patient was also found positive for high ketones level. Patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the lot number, expiration date under d4, manufacturing date under h4 and medical device problem code under h6. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms)search: a query was run in the eqms on 11-jan-2026 against lot number 6005704 and similar malfunction code(s): insulin not used at room temperature. The review confirmed that lot 6005704 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 11-jan-2026 against "lot number" criteria equal 6005704 and similar malfunction codes: insulin not used at room temperature the count off complaint is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 6005704 was manufactured according to the work instruction (wi) version 96 and manufactured in the machine m10 on 20/feb/2024 with a total off (B)(4) units. The sub-assembly gluing of tubing, of the lot 4b03413 was manufactured according to the wi version 60 and manufactured in the gluing machine sc05, on 18-feb-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 4b03414 was manufactured according to the wi version 60 and manufactured in the gluing machine sc05, sc06, on 19-feb-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code insulin not used at room temperature. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. As a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6005704 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).

Event description:
To date no additional patient or event details have been received.